Event description:
Meter would not power on. The patient neither alleged harm nor expreinced injury or medical intervention. The customer service representative confirmed that the patient had been using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery was in good condition. The csr walked the patient through replacing the battery and the meter would not power on. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.